Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During preparation, the faradrive steerable sheath clear was constantly aspirating air. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complication was reported. He sheath has been received at boston scientific's post market laboratory no abnormalities was noted during preparation of the sheath. No leak in the sheath was noted. Pressure bag irrigation method was used, flow rate is unknown.

Manufacturer narrative:
Analysis of the returned sheath found the internal valve torn on the outer face which compromised the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. No issue was noted during preparation. A pressure bag was used for irrigation. The faradrive steerable sheath clear was constantly aspirating air. The procedure was completed successfully with a different faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.